Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe cut poorly during a vitreoretinal procedure. The probe was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A device history record review was conducted; no anomalies were found. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. One probe was received for evaluation. The sample was visually inspected using 25x magnification and found to be visually conforming. An actuation test was performed and deemed nonconforming. The cutter remained closed in the port after the testing. An aspiration test was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cutting was very choppy and cut with strands. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. Wear marks were present at the cutter bend area. The complaint evaluation does confirm the probe did not function properly and did cut poorly. The evaluation indicates the root cause for the poor cutting was due to wear on the cutter. How and when the cutter became worn cannot be determined from this evaluation. (B)(4).